Event description:
Pt reported only half of a tampon previously inserted came out upon removal. Pt went to her doctor the following day and the doctor reportedly removed tampon fragments from pt and took culture samples. Pt was discharged with instructions to return if bleeding worsened or fever occurred, and not to use tampons for the remainder of her period. No antibiotics were prescribed and no positive culture results were noted. Pt did not provide sufficient information to MFR. To confirm occurrence of an adverse event until 7/5/06 when a box of the remaining product and medical report were received by the MFR.

Manufacturer narrative:
Evaluation summary: cord integrity testing was performed on 20 of the returned samples. All results were well above the specified minimum value. Particular data from the production lot could not be reviewed because the lot ID number had been torn off the package of returned material.